Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm during bolus delivery. The customer observed that the luer lock was loose and then had become disconnected. The contact thought that the occlusion was due to the loose luer lock. The infusion set tubing was reconnected at the luer lock and the air bubbles were primed out. The school nurse assisted the customer with delivering the remainder of the bolus via the pump. The customer's blood glucose level was 83 mg/dl.